Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 339 mg/dl (compact plus) and 150 mg/dl (aviva). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. (B)(4).

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.